Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler broke during firing and a replacement handle also broke causing a large delay in the case greater than 30 minutes. A 3rd handle was opened to complete the case.